Event description:
A customer reported the oil extraction function was not working properly. This event was reported to have occurred during a procedure. The surgery was delayed but the length of the delay is unk. There was no pt impact reported. Add'l info has been requested.

Manufacturer narrative:
A company service rep examined the system. The keyboard and touch screen were replaced. The system was then tested and met all product specifications. (B)(4).